Event description:
Customer reporting false negative reactions with vs338 cell I with a sample with a previous history of anti-c.daily qc was acceptable. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a a review of the batch record. Satisfactory results were observed.(B)(4).